Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the hub separated from the device. There were no health consequences or impacts reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the hub separated from the device. There were no health consequences or impacts reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photo was reviewed and the indicated failure mode of hub breaks off was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of hub breaks off was not observed. The 10 retain samples were subjected to sleeve function testing using 30 tubes per needle. All the samples passed testing as there was no evidence of hub breakage or defects during draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.